Event description:
It was reported that the device overheated during use in a procedure at the user facility. The procedure was completed successfully with the same device without a surgical delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device overheated during use in a procedure at the user facility. The procedure was completed successfully with the same device without a surgical delay; no adverse consequences or medical intervention were reported.